Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00159 on 06-may-2019. Additional information (13-aug-2019): siemens completed the investigation and did not identify any instrument issues after reviewing the instrument log files. Siemens customer service engineer (cse) confirmed alignment of the sample probe which ruled out the preanalytical variables. Additionally, 10 non-pregnant samples were tested right after centrifugation in replicates of 10 and there were no falsely elevated results observed. The customer adopted the practice of repeating all results greater than 100 iu/l and there have been no further cases of discordant results observed. Based on the investigation, no product problem was identified. The instrument is operating within specifications. No further evaluation of the device is required. Section h6: result and conclusion codes are updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained on an atellica im 1600 instrument. The cause of the discordant, falsely elevated thcg is unknown. Siemens is investigating the issue.

Event description:
A discordant falsely elevated total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an atellica im 1600 instrument. The initial discordant result for the patient was reported to the physician(s) and questioned. A new sample (sid) redrawn from the same patient was run two days later on the same atellica im 1600 instrument and the result was lower and as expected. The new sample initial test result was reported to the physician(s). The original sample was repeated on the same atellica im 1600 instrument two days later. The repeat results on the original sample matched the initial result on the new sample and was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg result.